Event description:
The patient was not able to adjust stimulation. A display showed "call your doctor" icon. A power on reset (por) occurred. Additional information has been requested.

Manufacturer narrative:
(B)(4).